Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing a loss of stimulation in their left leg. The patient stated that they saw a neurosurgeon and it was suggested that their stimulation was no longer covering that area. It was noted that the issue occurred two days prior to the date of this report. The patient was to follow up with their healthcare provider (hcp) and possibly a manufacturer representative for reprogramming of their device. Indication for use is spinal pain.